Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of oversensing noted due to noise on the right ventricular (rv) lead. A procedure was performed to address the rv lead, and there were several loops noted in the lead due to twiddler¿s syndrome, which resulted in the reported noise. The lead was capped and replaced, and the patient was stable with no consequences.